Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 258 mg/dl and a bolus via the pump was delivered to address the high bg. The customer stated that stress was the cause of the high bg. The customer was to change out the pump supplies and declined tandem technical support's offer to troubleshoot.